Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic valve into a patient with aortic in sufficiency (ai), cardiogenic shock and extracorporeal membrane oxygenation (ECMO) in place, after one recapture, the valve was implanted at 3-4 mm depth. Due to severe paravalvular leak (pvl), a balloon aortic valvuloplasty (bav) with a 22 mm balloon and a second attempt with a 24 mm balloon were performed. The severe pvl persisted and a 26 mm non-medtronic valve was implanted valve-in-valve which reduced the pvl to mild. No pre-implant balloon aortic valvuloplasty (bav) was performed due to the ai. No additional adverse patient effects were reported.